Event description:
The customer reported that an audible alarm does not come on during live fluoro. Only the x-ray on lamp comes on.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.